Event description:
During an in-clinic follow-up, post-paced t-wave oversensing episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. There was no intervention completed at this time. The patient was stable.